Event description:
The customer reported leaking on a secondary set where the texium connects to the tubing while infusing in the chemotherapy infusion clinic. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.